Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair is turining on by itself and it will not turn off. Stated that the consumer will leave the chair sit until it turns off.